Event description:
It was reported that a shunt was incorrectly placed while using the cranial guidance software. An additional surgery was needed to successfully place the shunt.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: b2. G1 additional data: h4.

Event description:
It was reported that a shunt was incorrectly placed while using the cranial guidance software. An additional surgery was needed to successfully place the shunt.